Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: (B)(4) provided me two lvp s/ns that sent no infusion volumes between 09:00 - 10:00 am today: m8100 (B)(4). M8100 (B)(4). - he would like us to see if everything is working properly on bd-side. Case resolution: - cust confirmed issue was resolved on friday by (B)(4). - they turned on a global setting to capture more data from infusion devices - cust continued to state that they haven¿t received any report of the issue since and the charts we audited are receiving data consistently. - cust gave ok to close case. (B)(4).